Event description:
Couldn't find tampon - inside vagina [foreign body in reproductive tract]. Couldn't find tampon inside vagina [complication of device removal]. Case narrative: consumer reported via phone that she inserted a tampon at night and woke up the next morning and could not find the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.